Event description:
It was reported that the central control monitor (ccm) displayed a 'system computer needs service' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The monitor was plugged in, turned on and booted as intended. Multiple perfusion screens were entered, and the monitor functioned as intended throughout testing. It was determined that the ccm operated as intended.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Clarification that the issue occurred during a non-clinical activity of check-up of the unit in a storage room. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The central control monitor (ccm) booted up as expected with no issue seen. The srt performed release testing successfully. The coin cell battery voltage was checked which read in range at 2.8 volts (v). No loose cables were found during visual inspection. The srt replaced the peripheral component interconnect (pci) bus cable as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.